Event description:
Non-delivery reported. The pump was reportedly set up to infuse an unspecified solution and rate on the secondary line. When the nurse returned to check the pump, it had not delivered. The pump displayed that the secondary delivery had occurred, but reportedly all the fluid remained in the bag. Multiple attempts to obtain additional info have been unsuccessful. If the info becomes available, it will be forwarded to the agency.